Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the staple line formed as expected with an endowrist stapler 45 instrument and green reload then subsequently the staple line opened back up. It was reported that a second green reload was used and the same behavior was observed again. More specifically, it was reported that the two staple lines were formed and b-shape formation (intended formation) was observed, but slightly after stapling was performed, the staple line opened back up, which resulted in a need to excise additional colon tissue that was not planned to be excised. The third reload stapled as expected/intended and the procedure was successfully completed with the da vinci surgical system. The initial reporter indicated that the patient did not experience any intra-operative/post-operative complications and that the procedure was successfully completed with the da vinci surgical system, instruments, and accessories once the third reload fire was successful. Per follow-up with the initial reporter, the surgeon indicated that this event did not impact the procedure as a whole and that there was no effect to the patient¿s health. The surgeon indicated that there was no concern regarding this event potentially causing long-term complications for the patient. Transection was reported to have been normal and the staples were noted to have formed normally into a b-shape formation before the staple line opened. There was no report of tissue tearing, but also no confirmation that the staples became unformed after initially forming. At this time, the exact way in which the staple line ¿opened-up¿ remains unknown. The same endowrist stapler 45 instrument was used for all reload fires and performed as expected. There were no error messages. It was reported that this behavior of the staple line opening up was observed after back-to-back fires and only shortly after beginning the procedure. There was no report of tissue bunching and no reports of staples deploying at an incorrect time. It was confirmed that all staples deployed and no staples were present in the reload cartridge following stapling. There were no issues with the instrument/reload sticking to tissue. The surgeon did not encounter obstructions such as clips, staples, or other hard material between the instrument jaws. No buttress material was used. There were no malformed staples, the staples appeared to have been deployed normally and as intended before they allegedly ¿opened-up.¿ there were no clamping issues noted. The tissue was not calcified and was not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension and no tissue bunching. This medical device report (MDR) captures the report of the first reload that experienced the alleged stapling issue during the reported event. The second reload is reported under MDR with patient identifier #(B)(4).

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is unknown. Intuitive surgical, inc. (Isi) has not received the reloads for evaluation although they have been requested for return. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. No images or video footage was provided for this reported event. A review of the site¿s complaint history contains one related complaint for the second occurrence of this issue reported to have occurred during the same procedure. Refer to the MDR with patient identifier #(B)(4) for the second occurrence. Stapler logs show that endowrist stapler 45 instrument (part #(B)(4), lot #t10210310-0013) was installed twice and fired 2 reloads (both green). Both firings were completed per the logs. There were no incomplete clamps by this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, it was reported that the staple line produced by two staple lines ¿opened-up,¿ which required the excision of more tissue than what was originally planned for. The cause of the intra-operative complication is unknown blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information is found in h10 - the stapler log information is corrected from the initial MDR. Stapler logs show that endowrist stapler 45 instrument part number: 470298-14, lot: t10210310-0013 was installed 5 times and fired 4 reloads (all green). All firings were completed per the logs. The instrument had 3 incomplete clamps in 4 clamp attempts on its last install, prior to the 4th green firing. No incomplete clamps in other previous installs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D14 - intuitive has received the green stapler 45 reload associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reload has been fired. All pushers of the staples were found at the bed surface of the cartridge. The reload knife and shuttle track were concealed at the distal end of the cartridge. No damage was found with the reload. No loose staple was observed jammed in the garage track of the reload. The reload was fired on (B)(6) 2021 using system sk0510. There were firing errors recorded during the procedure.